Manufacturer narrative:
The supplemental MDR 1 with manufacturing report number (3003442380-2025-13969), was submitted on 27-oct-2025 with complaint 2358545. It was discovered that this MFR number was associated with complaint (B)(4). Therefore, supplement 2 is being submitted to correct the MFR number. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011422, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011422 was manufactured according to the work instruction (wi) version 120 and manufactured in the line l4 on 01-feb-2025, with a total of (B)(4) units. An extended for tyvek moved was performed for the outgoing test 4(g). The sub-assembly: gluing of tubing of the lot 5b00001 was manufactured according to the wi version 66 and manufactured in the machine spot03, on 31-jan-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4m01677 was manufactured according to the form-001865 version 2.0 and manufactured in the machine itl03, on 11-dec-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one extended was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011686, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 01/oct/2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6011686". The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011686 was manufactured according to the work instruction (wi) version 121 and manufactured in the machine multivac 14 on 14//feb/2025, with a total of (B)(4) units. Glue-tubing lot: the lot 5a07155 was manufactured according to the wi version 64 and manufactured in the machine sc05 and sc06 on 12/feb/2025, with a total of (B)(4) units. The lot 5a07155 was manufactured according to the wi version 64 and manufactured in the machine sc05 and sc06 on 14/feb/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.